Manufacturer narrative:
For regularization - retrospective review / FDA request. This batch of screws presents no manufacturing defect. Everything conforms to specifications. The molecular weight of this batch is high. Based on the manufacturing process records for this batch of compositcp, the source of the defect cannot be attributed to the manufacturing conditions. Screw inspection revealed a fracture of the screw tip (at the junction point where the recess meets the hole for passing the guiding pin) as well as damage to the threads of the entry cone. They are bent both backward and forward. Screw rupture resulted from the combined forces of screwing and compression exerted on the tip of the screw due to the difficulty encountered by the surgeon when introducing the screw in the tunnel: despite pre-drilling with a ø 10 mm auger, the drilling diameter was too small (<10 mm) and also the bone may have been very dense. The entry cone abutted against cortical bone, and when the surgeon insisted on driving the screw through, this generated friction between the threads and cortical bone, which damaged the threads and caused the tip of the screw to rupture due to the pushing force exerted on the screw tip via the screwdriver. Once the screw tip was fractured and the threads of the entry cone were damaged, the screw lost its gripping ability and could no longer proceed through the bone.

Event description:
(B)(4) - for regularization - retrospective review / FDA request. During an acl reconstruction surgery, it was found that the screw threads had been damaged while attempting to implant. A second of the same screw was used to complete the procedure. No delay was reported. No additional holes were drilled.